Event description:
It was stated that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 733 mg/dl. The caller stated that the insulin pump had been alarming no delivery prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.